Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical product: product ID: dtbb1d1, serial# (B)(4), implanted: (B)(6) 2017.

Event description:
It was reported that the lead was explanted due to an infection. The lead was returned to the manufacturer, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.